Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated a4 updated b5 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information that reported the cause of death as ischemic bowel, cardiogenic shock and renal failure. It was stated that the patient has had 4 previous sternotomies which may be a contributing factor to the patients death. It was stated that the physician does not believe that the 29mm mitral bioprosthetic valve caused or contributed to this death.

Event description:
Medtronic received information that 7 days post implant of this 29mm mitral bioprosthetic valve, the patient died. The cause of death was not received. It was reported from the healthcare professional (hcp), that the patient was "very high risk, 4th sternotomy ". Therefore, relatedness of the death to the valve could not be excluded. It is unknown whether an autopsy was performed

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.